Manufacturer narrative:
The baxter technician found the right and left handle broken and needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Intellidrive transport system: examine for damage. Replace if any of these have occurred: belt is off of the pulley. Divot is great than 0.5 inches in length. Internal steel belt is broken and protrudes out of the surface of the belt. Material breakdown due to unknown foreign substance. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in sep 5, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left and right push handle assembly to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had intellidrive running on it's own without any activation. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.